Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible temporary vent blockage, occlusion, failed battery test, no delivery/occlusion alarm, charge/battery lasts less than expected, prime/fill anomaly. The customer reported no adverse event. The event involved product(s) unomedical, mmt-332a, mmt-1780kl. Troubleshooting was not performed. Customer reported short battery life, failed battery test, insulin squirting from pump during prime, insulin flow block alarms. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit was successfully downloaded using thus software. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, and self test. No failed batt test, unexpected insulin flow block alarm, charge/battery lasts less than expected, or prime/fill anomalies noted during testing. Insufficient pump memory data to confirm prime/fill alarm on event date. On adapt, no relevant alarms were noted to confirm customer's battery related and no delivery concerns. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies. P-cap locked in place properly during testing. The following cosmetic damages were noted: pillowing keypad overlay and scratched case in summary, customer concern for failed batt test, no delivery/occlusion alarm, charge/battery lasts less than expected, and prime/fill anomaly not confirmed. Unit passed all testing within spec, and no alarms were noted during testing or within pump memory and download history review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.